Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.

Event description:
It was reported during the implant procedure, lead impedances were not measuring through the device. Comment on screen read, "some lead measurement were not taken, to measure again select start measurement." Leads were reconnected and tested again with the pacing system analyzer, and good values were confirmed. Consequently, this device was not implanted. Another device was selected and used, successfully measured leads impedances, and was implanted uneventfully. No patient complications have been reported as a result of this event.